Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of the investigation of the facility, the following was found. -the occurrence of the error happened during the procedure. -the procedure was a sigmoid resection -the procedure was completed without any problems, the defect had no influence. Since it was only a defect in the display, the procedure could be completed with the same device; the device was replaced after the operation. -there was no change in the procedure and the patient's health was not in danger at any time. -the procedure had no effect on the patient's health. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, this phenomenon occurred because the front-panel failed. It is assumed that it has been 5 years and 6 months since it was manufactured, so it is considered to be a failure due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the cavity pressure indicator on the front did not work due to the failure of the component. The led of the indicators did not light up correctly. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the indicators on the front panel display of the subject device were no longer legible. There was no report of patient injury associated with the event.